Manufacturer narrative:
H11. Additional narrative/data. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years and two (2) months due to regurgitation. The procedure was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.). Per the instructions for use (IFU), structural valve deterioration (svd) is a known potential risk associated with bioprosthetic heart valves. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.